Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted: (B)(6) 2007.

Event description:
It was reported that implantable pulse generator (ipg) system was removed due to infection. It was reported that the right atrial (ra) lead experienced lead vegetation. A temporary lead was placed to provide pacing support until a new system was implanted at a later date. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.